Event description:
It was reported that a during a follow up after the spaceoar placement procedure, the patient experienced rectal pain and difficulty with defecation. The hydrogel was possibly placed up to the submucosal layer. The physician noted that during the placement, saline repeatedly flowed into the rectum due to multiple perforations during hydrodissection of the peri rectal space. Gas formed and visibility was obstructed. The patient's radiation treatment was delayed. The patient eventually developed a rectal ulcer that was confirmed through endoscopy; therefore, a colostomy was performed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2339 captures the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a during a follow up after the spaceoar placement procedure, the patient experienced rectal pain and difficulty with defecation. The hydrogel was possibly placed up to the submucosal layer. The patient's radiation treatment was delayed. The patient eventually developed a rectal ulcer that was confirmed through endoscopy; therefore, a colostomy was performed.

Manufacturer narrative:
Correction block b5 has been updated. Block h6 patient code e2114 has been removed from the coding table. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e2339 captures the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.